Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Continuation of medical devices: 419688 lead implanted: (B)(6) 2009; dtbb1d1 crtd implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to a system up grade. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.